Event description:
The customer reported receiving a motor error on the insulin pump while attempting a bolus delivery. The customer also stated the buttons on the insulin pump were not responding the customer's blood glucose was 152 mg/dl. The customer does not use the sensor feature on the insulin pump. The customer was unable to rewind the insulin pump because of unresponsive buttons. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.